Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump tray and assembly was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "burning oil smell" (odor) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device evaluated by MFR: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, system risk analysis (sra), and functional analysis. ¿trending analysis of the odor/smells issue was reviewed within the past six months and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ the vacuum pump assembly was returned and tested. The component was unable to pump down; reason for return was confirmed. The assignable cause of the odor/smells issue is the vacuum pump assembly. The field service engineer replaced this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
The device manufacture date was mistakenly omitted from the initial report submitted on 10/24/2018. Device manufacture date correction from blank to 2/05/2008. Method codes correction, added analysis of production records (3331). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Device available for evaluation correction from no to yes. Device evaluation by manufacturer: check no. Check reason for non-evaluation ¿device evaluation anticipated, but not yet begun¿ the vacuum pump tray and assembly was received for evaluation on 12/20/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Asp complaint ref #: (B)(4).